Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a pentaray nav high-density mapping eco catheter and when the catheter was taken out of the patient, a clot was noticed on the tip, and it was not irrigating. The catheter was replaced, and the issue resolved. Case continued. No adverse patient consequence was reported. Additional information was received which indicated that the clot blocked flushing of the catheter. There were no errors and had difficulty mapping with the catheter. The patient was anticoagulated. The correct catheter settings were selected on the devices. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, irrigation and patency test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency and irrigation test were performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31211827l number, and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The issues reported by the customer could not be confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a pentaray nav high-density mapping eco catheter and when the catheter was taken out of the patient, a clot was noticed on the tip, and it was not irrigating. The catheter was replaced, and the issue resolved. Case continued. No adverse patient consequence was reported. Additional information was received which indicated that the clot blocked flushing of the catheter. There were no errors and had difficulty mapping with the catheter. The patient was anticoagulated. The correct catheter settings were selected on the devices.